Manufacturer narrative:
An event regarding metallosis, elevated cobalt ion levels and periprosthetic fracture involving an unknown shell was reported. Conclusions: there is no indication that the product reported in this investigation contributed to the event since patient was revised due to left femur bone fracture. No allegations were made against the shell as it interfaces in the acetabulum, not in the femur therefore, it is considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had left hip revision surgery on (B)(6) 2013 (approx). He stated a new stem was implanted as well as cables to fix the fractured femur bone. Patient had rehab a few days after and was taken back to hospital for a uti. He stated he was told he has elevated cobalt ion levels. He had an MRI & bloodwork of which he has metallosis. Patient is unsure which hip is causing the elevated cobalt ion levels and is unsure if left hip is stryker. Patient is disabled. Patient mentioned he became quadriplegic in 1988 from a fall he experienced off a horse. He stated he recovered a couple of years later but has not been the same. Patient stated he was walking prior to surgery and now is a quadraplegic (from his broken neck many years prior). He was told he need another MRI and revision surgery to replace ceramic head & cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
This pi is for the left hip. Patient had hip surgery 10 years ago. He had an MRI & bloodwork of which he has metallosis. He is disabled. Patient stated he was walking prior to surgery and now is a quadraplegic (broke his neck many years prior). He was told he need another MRI and revision surgery to replace ceramic head & cup. Before (B)(6) in 2013 patient stated as he was showering his left femur bone fractured. Patient had left hip revision surgery on a sunday morning. He stated a new stem was implanted as well as cables to fix the fractured femur bone. Patient had rehab a few days after and was taken back to hospital for a uti. He stated he was told he has elevated cobalt ion levels. Patient was told he needs an MRI done. Patient mentioned he became quadriplegic in 1988 from a fall he experienced off a horse. He stated he recovered a couple of years later but has not been the same. Patient is unsure which hip is causing the elevated cobalt ion levels and is unsure if left hip is stryker. Patient's left hip was implanted on (B)(6) 2008 and revised on (B)(6) 2013 (approx), his right hip was implanted on (B)(6) 2008 and has not been revised.